Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the identified reservoir leak and the pump not passing activation testing likely contributed to the replacement of the device, as product functionality was compromised. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the lot numbers were not available. Device technical analysis: the reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell and a leak was present. The cylinders were visually and microscopically inspected, and tested for leaks. The first cylinder had a leak in the cylinder body consistent with explant damage. Due to this leak, the cylinder did not undergo pressure testing. The second cylinder passed all tests, including pressure testing. The pump was visually and microscopically inspected, and underwent leak and functional testing. The pump did not pass activation testing. The identified fluid leak in the reservoir and the pump activation issue could affect the functionality of device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to unspecified reasons. The ipp was removed and replaced. The explanted components were returned and analysis identified a leak in the reservoir; in addition, the pump did not pass activation testing. These conditions could affect the functionality of device, and likely contributed to the surgical intervention to replace the device. No additional information regarding the patient outcome to date has been obtained, despite good faith efforts.